Event description:
Per the physician, the patient reportedly had an infection that may have contributed or caused the loss of the fixture. No reimplantation is planned at the time of this report (B) (6) 2010.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during surgery. The system was rebooted three times and the system message cleared. The case was completed as planned. The facility biomedical technician checked the system and stated the system was priming fine. No pt injury was reported.